Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test with associated service code 103. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During servicing, the monitor failed the pulse test with associated service code 203 - pulse test fault. Upon evaluation, quad micropower op amp component u901 had an intermittent improper output. The cause of the pulse test failure is the improper output at u901. The root cause of the defective component cannot be positively identified. No adverse event resulted fro the defective components. The last patient to use this monitor did not report any deficiencies.